Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The frame, 9732353, perc ref, cross pin (180118) was returned for analysis. Upon return analysis found that the pivot tension had been released. After setting the button back in place and restoring the tension, the frame was found to be fully functional. With markers attached and fully seated, the frame also returned good geometry and divot error readings. No problem was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the perc reference frame was damaged and would "pivot" when locked onto the perc pin. There was no patient present when this issue was identified.